Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. The field believed the ra lead had dislodged and so it was removed and replaced with a new ra lead. The device continues to remain implanted and in service. No adverse patient effects were reported.